Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. All cine runs were saved and could be retrieved, all static images were saved and could be retrieved. The system operates as intended.

Event description:
The customer reported that when they stopped on the footswitch, the monitor flashed black and only saved 15 of their 32 cine runs. There is no report of pt injury or death.